Event description:
It was reported that there was a fiber breakage during a prostate procedure at 125,981 joules. Preliminary analysis of the returned fiber, reveled a distal fracture. The case was completed with a second fiber. There was no pt injury reported. No additional info was provided by the customer.

Manufacturer narrative:
(B)(4).